Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device issue was "no discharge with monitored patient." The patient involved was reported to have not experienced harm or an adverse patient impact.

Manufacturer narrative:
.